Event description:
Nurse called to request replacement device after custromer was admitted to hosp with diabetic keto-acidosis. Customer was receiving the no delivery alarm. Customer was not wearing pump at the time of admission. According to nurse customer was not receiving enough insulin during injections to compensate for removal of device. Nurse opened syringe compartment and noticed visible rust and corrosion and that interior was very dirty. She could not conclude whether the device had been wet. She then refused to do further testing.